Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this system error occurred during use. The technical service representative (tsr) assisted the home patient (hp) as the hp stated she didn't connect her extension lines until after her therapy started and she had open clamps on her organizer. The tsr explained the alarm then explained proper set up procedures per the user manual. The tsr then assisted the hp to cycle power twice to clear the alarm then explained to start over with all new supplies. The patient was involved, but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated the following: she had not heard about the event and would follow up with the patient about the event. She also stated as far as she knew the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was confirmed and the cause was use error, open clamp. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress under renq-CAPA-(B)(4).